Event description:
Pt had primary fusion done from l4-s1 in (B)(6) 2012. In (B)(6) 2014, pt complained of pain and imaging revealed broken screws on both sides of s1. Revision surgery was performed; screws were removed and replaced with transition ha coated screws 8.5mm x 40mm (x2) with 7.5mm screws in l4-l5.

Manufacturer narrative:
Screws were received and studied under magnification, all applicable dimensions of the screw were measured and determined to be within specifications per the print. The screws appear to have been damaged upon removal of the implant. No noticeable signs of manufacturing defects were noted. The break occurred 3-5 threads down from the tulip. The exact cause of the reported issue cannot be determined.